Manufacturer narrative:
The evaluation of the ventilator¿s logs shows that on the day of event there were three ventilation periods all with very short time intervals between them which suggests that the ventilation periods were of the same patient. The first period that lasted 4 hours 47 minutes was ended normally by setting the ventilator to the standby mode. The second ventilation period that lasted about 4 minutes has a panel disconnected alarm at its end where after the ventilator was turned off using the on/off switch, but ventilation was still ongoing. Immediately after this turn off, the ventilator was turned on again and ventilation was restarted. The alarm panel disconnected occurred again after 33 minutes and the ventilator was turned off. Thereafter follows five attempts of turning on and off, of the ventilator for three minutes which implies permanent disconnection and the ventilator¿s user interface was not lighting up. The alarm panel disconnected indicates lost connection/communication between the patient unit and the user interface. When the alarm occurs the user interface will turn black but ongoing ventilation is unaffected. Ventilation continues with the set ventilation parameters and alarm limits, but the user interface cannot be used to adjust or make changes because it is black due to lost communication. The evaluation of the ventilator after the event found that the panel cable connector to the patient unit was damaged/bent. The conclusion based on the evaluation of the ventilators logs and the received information is that there was no stop of ventilation. The issue was a panel disconnect and not a restart of the ventilator as was reported. The cause was a damaged panel cable connector between the user interface and the patient unit. The ventilator¿s user interface turned black, but ventilation continued with the ventilation settings and alarm limits as before the contact break. The logs also confirm the unsuccessful attempts to get the user interface to light up, the time during which according to the hospital was the time the patient desaturated. The cause of the damage/bending of the connector has not been determined but this is a mechanical damage which can only occur by exertion of an external force during insertion, removal or impact. H3 other text: info, logs pictures from facility.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated a restart ventilator alarm, which was perceived by the user as a stop of ventilation. Ventilation to patient was not affected but during attempts to restart the ventilator, the patient desaturated to 79%. Another ventilator was used and the saturation increased. Final patient outcome was no injury. Manufacturer¿s ref #: (B)(4).